Manufacturer narrative:
(B)(4) e1 initial reporter state - (B)(6)

Event description:
It was reported that the sensor deployed on its own. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.